Event description:
It was reported that the customer's blood glucose level was 553 mg/dl. She corrected her blood glucose level with an insulin pen and took a nap. A small piece broke off where the reservoir was held. The insulin pump did not hold the reservoir. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.